Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station and the smart remote manager refrigerator were not detected on the bus. The technical support specialist reviewed the logs and found recurring events stating that the hardware was 'busy'. A field service engineer reconnected the cables, confirmed the drawer's functionality using hardware test application, troubleshot the issue by isolating the drawers, replaced the module control board on drawer 6 and pyxibus cable and resolved the issue. The system functioned as intended after the field service engineer repaired the device.